Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aneurysm neck length less than 15 mm is considered off-label per instructions for use.

Event description:
After successful deployment of a bifurcated device and a suprarenal aortic extension, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A balloon expandable aortic stent was placed which resolved the leak. The sales representative who was present at the procedure stated at time of implant the patient's proximal neck measured 13 mm in length and was slightly calcified.